Event description:
Medtronic received information that this bioprosthetic valve, implanted eighteen months was explanted secondary to regurgitation. The valve was successfully replaced with no adverse patient effects.

Manufacturer narrative:
(B)(6). The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.